Manufacturer narrative:
Initial reporter - postal code: (B)(6). Initial reporter ¿ occupation: risk manager. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a needle in a wayne pneumothorax set punctured the left heart ventricle of a female patient. The device was placed in the left chest and was initially believed to be in the correction location. The drain was discovered to be in the left ventricle approximately four hours after the procedure was completed. At that time, the physician performed a thoracotomy, pericardiectomy, controlled the bleeding on the left ventricle, and inserted a new chest tube. No other adverse effects were reported for this incident.

Manufacturer narrative:
Correction: h6 - annex e, annex f. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 28oct2021. A 95-year-old female trauma patient was admitted to the hospital after a fall from two steps. Three days after admission, x-rays showed a left-sided hemothorax. It was decided that a drain would be placed. A postgraduate year one (pgy1) resident was to perform the procedure under the guidance of a pgy3 resident. The pgy1 had not completed this procedure before, so the pgy3 resident discussed procedural steps with the pgy1 resident prior to the event. During the procedure, the patient was given hydromorphone. The patient was then prepped and draped, and the access site of the inframammary fold at the anterior axillary line was marked. The pgy3 resident was concerned about device size as the patient had an abnormal body habitus so the smaller entry needle included with the device was selected for use. Local anesthetic was administered at the access site and the entry needle was advanced. After advancing the needle, the residents noted that there was more blood return than expected, so they paused to discuss. The pgy3 resident was concerned that the needle may be in a vessel and stated that it was assumed if the wire did not easily advance, this would confirm that the wire was in a vessel and not in the intercostal space. The decision was made to continue with the procedure. The wire advanced without resistance, so the catheter was subsequently advanced and placed in the patient. As the users were attempting to suture the catheter to the patient and attach the proximal end of the catheter to a chest drainage system, the patient¿s blood pressure simultaneously dropped. The drop in pressure was presumed to be related to the hydromorphone given at the start of the procedure, so naloxone was administered. The blood pressure did not respond to the naloxone, so cardiopulmonary resuscitation commenced. After pressures returned, it was discovered that the left ventricular pericardium was punctured and resulted in cardiac tamponade. Consequently, the patient required a thoracotomy procedure with pericardiectomy to control left ventricular bleeding and repair the ventricle. A chest tube was placed, and the chest was closed. The patient was then hospitalized in the intensive care unit (ICU). It was noted that initial blood return was not pulsating. No other adverse effects were reported for this incident.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation sunnybrook hospital in toronto, canada reported to a cook medical district manager that during the use of a ¿pigtail chest tube,¿ the needle punctured her heart ventricle. The complaint device was reported to be a wayne pneumothorax set (rpn: c-utpt-1400-wayne-112497-imh, lot number unknown). The patient was a 95-year-old female who was described as ¿quite tiny and perhaps has some enlarged heart¿ and ¿frail¿. Additionally, patient body habitus was described as "scoliotic and contorted" with a small chest cavity and an enlarged heart. The patient had taken a fall from two steps and was admitted to the hospital. Three days after admission to the hospital, x-rays showed a left-sided hemothorax. After the diagnosis of the hemothorax, it was decided that a drain should be placed. The procedure to place the wayne pneumothorax catheter for a left-sided hemothorax was being performed by two general surgeons at the facility on 11oct2021. Postgraduate year one (pgy1) resident was to perform the procedure under the guidance of a postgraduate year three (pgy3) resident. The pgy1 had not completed this procedure before so pgy3 resident discussed procedural steps with the pgy1 resident prior to the event. The patient was first given hydromorphone. She was then prepped and draped. The drain placement access site, the inframammary fold at the anterior axillary line was marked. Pgy3 was concerned about the device size as the patient had abnormal body habitus, so the smaller entry needle included with the device was selected for use. A local anesthetic was administered at the access site then the entry needle was advanced. After advancing the needle, the residents noted that there was more blood return than would be expected, so they paused to discuss. The pgy3 resident was concerned that the needle may be in a vessel. The pgy3 resident stated that it was assumed if the wire did not easily advance, this would confirm that the wire was in a vessel and not in the intercostal space. Sunnybrook health sciences centre chief of surgery and trauma medical director also stated that initial blood return was not pulsating. The decision was made to continue with the procedure. The wire advanced without resistance, so the catheter was subsequently advanced and placed in the patient. As the users were attempting to suture the catheter to the patient and attach the proximal end of the catheter to a chest drainage system, the patient¿s blood pressure simultaneously dropped. The drop in blood pressure was presumed to be related to the hydromorphone given at the start of the procedure, so naloxone was administered. The blood pressure did not respond to the naloxone, so cardiopulmonary resuscitation commenced. After pressures returned, it was discovered that the left ventricular pericardium was punctured and resulted in cardiac tamponade. Consequently, the patient required a thoracotomy procedure with pericardiectomy to control left ventricular bleeding and repair the ventricle. A chest tube was placed, and the chest was closed. The patient experienced prolonged hospitalization because of the event. Reviews of the documentation, including the complaint history, instructions for use (IFU) and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be performed due to the lack of lot information provided by the facility. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: intended use: ¿the modified wayne pneumothorax set is intended for relief of simple, spontaneous, iatrogenic and tension pneumothorax.¿ contraindications ¿not recommended for large fluid accumulation or hemothorax.¿ precautions: ¿this product is intended for use by physicians trained and experienced in the treatment of a pneumothorax. Standard techniques for placement of pneumothorax catheters should be employed.¿ how supplied: ¿-upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the dmr, and design history file, suggest there is no indication the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no product return and the results of our investigation, it was concluded that an adverse event related to the procedure and patient condition contributed to the event. It was reported that the patient was 95 years old, had a small body habitus and an enlarged heart. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.